Event description:
A home pt contacted baxter's technical svc ctr regarding a 2240 alarm that appeared on the display of the pt's homechoice machine during her automated peritoneal dialysis therapy. Per initial report, the home pt did not close the clamps on the unused supply lines of the homechoice set. Baxter's technical svc ctr assisted the home pt in ending therapy early. No pt injury or med intervention was indicated at the time of the initial complaint.